Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a bent cannula. The customer's mother stated that they had high blood glucose of 555 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached over 600 mg/dl. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised how to prevent bent cannula. The customer's mother also reported that they were hospitalized due to diabetic ketoacidosis. The insulin pump will not be returned for analysis.